Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test due to motor error alarm. However, insulin pump passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error alarm. Blood glucose was 186 mg/dl. Drive support cap was damaged. The insulin pump will not be returned for analysis.